Event description:
A barostim system was implanted on (B)(6) 2025. It was noted that the patient was extremely sick and had cardiac cachexia and was an ambulatory class IV at the time of implant. On (B)(6) 2025, the patient passed away. Per the opinion of the physician, the root cause of the patient death was heart failure unrelated to barostim.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was heart failure unrelated to barostim. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(6).